Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Hip revision surgery due to metallosis and periacetabular pseudotumor, performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2010. During previous surgery the following components had been implanted: delta tt cup, code 5552.15.600 lot# 0907491; metal liner, code 5885.09.260 lot# 0903095: non-lima metal head and adaptor. The metal liner with code 5885.09.260 was never marketed in the us, moreover it is no more available on the ww market since the end of 2012. Event happened in (B)(6).